Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that during a stent placement superficial artery (sfa) procedure through the common femoral access, the catheter tip allegedly prematurely deployed as it was being advanced across the lesion. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement superficial artery (sfa) procedure through the common femoral access, the tip was allegedly prolapsed on the catheter when the catheter was being advanced across the lesion. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. D4 (expiry date: 04/2024). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.